Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a standard single row rotator cuff repair, after twisting the anchor mechanism to deploy, the anchor and drill guide were removed, the q-fix all suture anchor's black and white cobraid did not appear to be attached to the anchor and easily came out in its entirety with the drill guide and inserter. The black and white cobraid were not stuck in the cleat when the inserter was removed. The insertion site was drilled correctly with the q-fix 2.8 mm drill and guide cleared of any debris before inserting the anchor. Surgery was completed with the same reported device in the insertion site, the blue and white cobraid remained intact inside the anchor and was able to be salvaged, functioning like a single loaded anchor. The other anchor sites were drilled, and q-fix 2.8 mm anchors were deployed to repair the rotator cuff without issue. There was a surgical delay of less than 5 minutes, and no further complications were reported. The surgeon is satisfied with the repair even though one of the suture failed in the anchor.

Manufacturer narrative:
H2: corrected information in h6 (investigation findings, conclusions and component code.). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor was not returned. Two black/white sutures are run through the cannula to the cleat. One end of each suture shows a fraying break. The cleat is fully extended. The insertion device has no visible defect. A functional evaluation revealed the deployment knob is locked. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use or suture contact with sharp objects. Based on this investigation, the need for corrective action is not indicated.